Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: occlusion, requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that deployment of the 3.0 x 28 mm rx xience v stent in the distal portion of a saphenous vein graft (svg) resulted in an occlusion and associated hypotension and angina, which required prolonged hospitalization. After treating the patient with medication and performing additional post-dilatation, the reported patient effects resolved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - occlusion, hypotension, and angina, as noted in the device IFU, are known adverse events associated with stenting and are not necessarily an indication of a product issue. Hospitalization is listed in the risk assessement as a no-fault post-procedure complication. There was no reported device malfunction and no indications of a sds quality issue. It is likely that the angina and hypotension are secondary effects of the occlusion, which required ptci, medication, and hospitalization. A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.